Event description:
It was reported that during bench testing the pump exhibited syringe plunger not in place after being returned from repair. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in used condition with no damage. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing was able to duplicate the reported issue. The misalignment of the timing plates in the plunger head was not allowing the plunger flippers to fully capture the syringe thumb press and thus generating an alarm. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Reassembled the plunger head. D4 UDI information was unknown.